Event description:
It was reported that before a laparoscopic lobectomy procedure, it was observed that the device was contaminated upon opening the package. Another like device was used to complete the surgery. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/20/2025. D4: batch#: unk. Additional information was requested, and the following was obtained: was part of the packaging found to be damaged (tyvek, plastic/blister, packaging seal, etc.)? Or, was there difficulty opening the packaging material (difficulty removing/peeling back the tyvek)? When opening the packaging, the device fell on the floor. Was sterility compromised as a result of the packaging damage? Yes. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gst60w with lot number: 779c76; and no non-conformance's were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 05/30/2025 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one gst60w reload was returned with no apparent damaged. In addition, the package was returned opened along with the reload. Upon visual inspection no issues were observed related to integrity. In addition, the seal area was noted completed. The event could not be confirmed as no damaged was noted on the package. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.